Event description:
During the staged procedure, 2 months post index procedure a medtronic non-study stent was implanted in the lad. Approximately, 30 months post index procedure, the patient suffered subarachnoid haemorrhage (stroke). The investigator reported that this event was not related to the study device. The patient is in remission.